Event description:
The customer reported that he activated the device on (B)(6) 2012 at 10:09 pm. His blood glucose measured 250 mg/dl, at that time and he took a 3:45 unit bolus dose of insulin. By 10:23, his bg had reached 393 mg/dl; another 12:55 units was taken by bolus. At 11:12 pm, his bg was down to 221 mg/dl. At 11:41 pm, he administered a 2.6 unit bolus (no reason reported). At 11:47 pm, he ate about 15 grams of carbohydrate and took 1.85 units by bolus. At 11:41 am on (B)(6), his bg was 260 mg/dl, he was eating about 15 grams of carbohydrate and he boluses 1.87 units. At 12:35 pm, he ate 13 grams and took a 1.6 unit bolus; at 2:30, 24 grams and 3 units. At 2:31 pm, his bg was 409 mg/dl. He deactivated the device and when he removed it the cannula was kinked and "never inserted".

Manufacturer narrative:
The returned device was evaluated and performed as designed. No needle mechanism defect that would cause late or no firing was found. No malfunction that would have caused a failure to deliver insulin was observed. The customer reported that the cannula did not appear to have inserted properly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed through laboratory eval. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test result greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get result above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider."